Manufacturer narrative:
(B)(4)

Event description:
It was reported that during placement of drain removal difficulties occurred. The physician positioned a flexima drain in the right side of the abdomen in to one abscess. The drain was placed over an amplatz wire. When he went to withdraw the flexible stiffening cannula he felt some resistance and the cannula broke so the distal end was in the drain. He realized that he had to loosen up the pigtail and withdraw both drain and amplatz wire from the patient. During the resistance the amplatz wire was stuck and the tip of the wire was damaged. The coating separated from the spring tip, however, everything remained in one piece. The procedure was repeated with another of the same devices and everything went fine. The injury or complications occurred to the patient. The patient status is stable.

Event description:
It was reported that during placement of drain removal difficulties occurred. The physician positioned a flexima drain in the right side of the abdomen in to one abscess. The drain was placed over an amplatz wire. When he went to withdraw the flexiable stiffening cannula he felt some resistance and the cannula broke so the distal end was in the drain. He realized that he had to loosen up the pigtail and withdraw both drain and amplatz wire from the patient. During the resistance the amplatz wire was stuck and the tip of the wire was damaged. The coating separated from the spring tip, however, everything remained in one piece. The procedure was repeated with another of the same devices and everything went fine. The injury or complications occurred to the patient. The patient status is stable.

Manufacturer narrative:
Device evaluated by manufacturer: visual inspection was performed and it was observed that the distal tip section showed evidence of being unraveled. The unraveled condition of the coil suggests that the distal region of the specimen was constrained during the clinical attempt. Upon closer examination it was observed that the core wire exhibited evidence of being fractured. The fracture site exhibited evidence of compression and tension indicative of a bending action. The fracture surfaces exhibited elongated dimple ruptures in a torsional direction. No material anomalies were noted. Fracture occurred as a result of a torsional overload in a bending moment. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).